Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in the clinic for follow-up, post-sensed t-wave on ventricular channel was observed on a stored egm. Programming changes were made.